Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold and loss of capture (loc). Upon the examination under fluoroscopy, it was determined that this lead was pulled back from its original position. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.